Manufacturer narrative:
The investigation of the reported issue has been finalized. It was reported that the ventilator failed internal leakage test during regular preventive maintenance (pm). There was no patient involvement. Provided logs confirm the reported issue. Our field service engineer (fse) investigated the issue further and found out saline traces on expiratory channel pc board resulted by liquid ingress. The expiratory channel pc board was replaced. After replacing the expiratory channel pc board, the ventilator passed all functional and safety test and was returned for clinical use. The replaced part was not returned for investigation. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction. Moreover, there is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Since no parts could be investigated further, the root cause of the issue has not been determined, but liquid ingress is the most likely contributing factor.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).